Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appeared to exhibit oversensing and intermittent undersensing on stored non-sustained ventricular tachycardia episodes, and low r-wave measurements were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.